Manufacturer narrative:
B3. The date received by manufacturer has been used for this field. H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd insyte autoguard needle was slow to retract. The following information was provided by the initial reporter: 1 bx of them are bad they will not retract ¿ autogard function not working. The issue was the button you push for the needle to pop back in (safety) several of them would not release and several times we had ones you had strongly push the button at least 3-4 times for it to work causing discomfort to the patient.

Manufacturer narrative:
Investigation results: as no physical sample, picture sample, or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. Based on the limited investigation results, a root cause for the reported incident could not be determined.

Event description:
No additional information.